Manufacturer narrative:
Device evaluation: post market vigilance led an evaluation of one device. The visual inspection of the returned product noted that device was received with the obturator inserted into the cannula. Prolonged insertion can cause the envelope seal to become stretched. The obturator, cannula, trocar, envelope and circular seals appeared intact. Post market vigilance performed functional testing; the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy procedure which started at 10:00, the devices worked fine in the beginning. However, around 13:00, a piece of plastic was found left inside the patient's cavity. The piece was removed. New handpiece was opened just in case. The removed handpiece was checked post procedure, but it could not be confirmed if the insulation was damaged or not. Patient has no injury.

Event description:
According to the reporter, during laparoscopic colectomy procedure which started at 10:00, the devices worked fine in the beginning. However, around 13:00, a piece of plastic was found left inside the patient's cavity. The piece was removed. The removed handpiece was checked post procedure, but it could not be confirmed if the insulation was damaged or not. Patient has no injury.